Manufacturer narrative:
The pump was received with a serial number label fading. The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 10-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/09/2025 14:59:00.000. 01/10/2025 18:39:00.000. 01/10/2025 18:49:00.000. Sensorexpiredalert (794) was found on: 01/10/2025 22:13:30.000. 01/10/2025 22:23:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, multiple no delivery alarm/insulin flow blocked alarm were found on 24-nov-2024, 03-dec-2024 and 03-jan-2025 during bolus deliveries. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.15 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the serial number label of the pump during analysis. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, unomedical. Troubleshooting was performed. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical.